Manufacturer narrative:
(B)(4). Eval summary: the sds was returned with blood and contrast visible in the inflation lumen and the loosely folded balloon, which suggests that the device was prepared for use, pressurized during the procedure and is consistent with a leak or balloon rupture. During an attempt to pressurize the sds, the analysis revealed that there was a pinhole in the balloon located above the proximal marker band, confirming the reported rupture. Additionally, there were scratches on the outer surface of the balloon adjacent to the rupture site. In this case, evidence of damage on the balloon suggest that the balloon failure may have been attributed to mechanical damage to the outer surface of the balloon. Since the device was initially pressurized to deploy the stent without incident and there was no report of any leaks noted during preparation for use, this may suggest that balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged (scratched) during interaction with other devices, the stent implant and/or tortuous and calcified lesion during removal of the device, such that the balloon ruptured upon further inflation when it was reinserted into the anatomy for post-dilatation. To ensure this type of damage is not a result of a potential manufacturing or product related deficiency, all stent delivery systems are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Reportedly, the lesion was mildly tortuous, mildly calcified and 75% stenosed, which may have contributed to the difficulties experienced. Although it is unknown how direct stenting may have contributed to the reported rupture, it should be noted that the product instructions for use (IFU) states: pre-dilated the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the stent. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot that could have contributed to this complaint. In this instance, based on info received with this complaint and analysis of the returned product, the reported balloon rupture and mechanical damage noted appear to be related to circumstances of the procedure and not a product quality deficiency. No corrective action will be implemented in this case, as the reported difficulties appear to be related to the operational context of the device and not product quality deficiency. Product performance engineering will monitor the incident circumstances.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the physician direct stented the xience v 3.5 x 15 mm at the target lesion. After deflating the stent delivery system (sds), the physician removed the device. When the physician tried to use the sds for the post dilatation, the physician found the blood came into the indeflator and the balloon was ruptured. Necessarily, the physician changed to the powered lacross for the post dilatation. The procedure was completed. No effect to the pt.